Event description:
It was reported to medtronic minimed that the customer experienced pump error 41, pump error 43 and weak signal alarm. The event involved product(s) mmt-1885. The troubleshooting was performed and insulin pump was cleared all the displacement test and rewind the pump. No further patient complications were reported. The product mmt-1885 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thump. Pump error 41 alarm and pump error 43 alarm (file number: 121 line number: 589) were found on: (B)(6) 2024 12:27:37.000 pump error 41 alarm and pump error 43 alarm (file number: 121 line number: 589) were confirmed according in the formatted history file, suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 22-sep-2024 in the formatted history file. Sensorerroralert (801) was found on: (B)(6) 2024 23:24:05.000 lostsensor1alert (780) was found on: (B)(6) 2024 15:19:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No weak signal alarm, sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for weak signal alarm was not confirmed. However, pump error 41 alarm and pump error 43 alarm (file number: 121 line number: 589) were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.